Event description:
It was reported that the hemostasis clip tip of the device fell off during a diagnostic procedure, resulting in excessive bleeding. The tip was recovered and the procedure was completed with the same device. Follow-up attempts have been made to gather further information, but no response has been received from the customer.